Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery because to the right cylinder would not inflate due to a fluid leak. The system was removed and a new app was implanted. There were no further patient complications in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.